Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No intervention or patient condition was reported.

Event description:
New information received indicates that the event was observed in the clinic. The patient had no adverse consequences.